Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, the patient was taking xarelto 20mg once daily without interruption. At the start of the procedure, heparin (6,500 units) was administered resulting in an activated clotting time (act) of 247. A double curve watchman fxd access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) was inserted. The 24mm closure device was deployed in the intended location. While preparing for final contrast angiography of device placement, a thrombus was visualized on the shaft of the was. Aspiration of the thrombus was attempted, however, unsuccessful as the thrombus was too proximal in relation to the tip of the sheath. Heparin (2,000 units) was administered, resulting in an act of 303. The 24mm closure device was released from the core wire of the wds. The was retracted into the right atrium while applying suction to the sheath to try and shear the thrombus to the tip of the sheath and capture it. Once the was removed from the patient, no thrombus was found within the sheath. The patient remained stable, displaying no complications of thrombus embolization. The patient has been discharged.